Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking and scratching on the drill surface. The drill has fractured near where the fluted portion of the drill meets the drill base. The fracture tip was not returned. A dimensional analysis was conducted on the returned product and the product was found to be within specification. The returned device was reviewed with scanning electron microscopy. Fracture surface artifacts of ductile dimples suggest the overload failure mode. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the drill fractured during use. The surgeon confirmed that no debris remained in the patient. Another drill was used to complete the surgery. No adverse events were reported as a result of the malfunction.